Event description:
It was reported to medtronic minimed that the customer experienced multiple errors like pump error 75(circuit failure), pump error 23(electrical /electronic property problem), device test failed, pump error 49(loss of data), and pump error 68(loss of data). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was customer able to successfully clear the alarm. The pump did not pass the self-test. The error table indicated that replacement was required. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, self test, and active current measurement. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Unit successfully downloaded to thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). No pump error 23, pump error 49, pump error 68 and pump error 75 alarms noted during testing. However, confirmed pump alarmed pump error 23 two times on 03/19/2024 between 07:05:54.000 to 19:11:08.000, pump error 49 four times on (B)(6) 2024 between 07:01:51.000 to 19:09:30.000, pump error 68 two times on (B)(6) 2024 between 07:01:51.000 to 19:09:12.000, pump error 75 on (B)(6) 2024 07:20:20.000 in the history files. Those alarms occurred due to moisture damage to pcb1 and pcb2 boards. Found moisture damage to motor assemblies, pcb1 board and pcb 2 board during visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, faded and stained serial number label, corroded battery tube, corroded motor home switch. The pump failed the active current test and confirmed pump error 23, pump error 49, pump error 68, pump error 23 due to moisture damage to the pcb1 board and pcb2 board and the power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.